Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.

Event description:
Electrical issues were reported to a pacemaker implanted on (B)(6) 2009. Reportedly during several follow ups, the ventricular lead impedance was above 3 kohms and a pacemaker revision was performed accordingly. During the re-intervention the ventricular lead was disconnected from the pacemaker and measured by an analyser. The impedance was normal and the pacing threshold was 0.4 volts. The lead was reconnected to the pacemaker but the impedance measurements were again above 3 kohms and the pacing threshold was 1.75 volts. A new pacemaker was implanted.